Event description:
Customer reported that a patient sample, with a blood type history of b pos, is reacting 1+ with baa578a. The patient has previously typed as b pos with no discrepancies. The sample is negative for antibodies and has no history of antibodies. Patient sample is dat negative. Other b pos patient samples have been reacting negative with the same vial of antisera. All testing was done using tube method. All reagents are stored as per package inserts and appear normal before use. Daily qc was acceptable. No death or serous injury was associated with this incident. This report corresponds to ortho-clinical diagnostics, inc complaint number.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained and returned testing of this lot of product. The retained and returned vials of baa578a were tested with known abo blood group donors. All results were as expected. The returned patient sample was tested with the retained/returned vials of baa578a and another in-date lot. A 2.5+ reaction was observed with all three vials. Product testing data was reviewed and results were satisfactory.